Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined post investigation. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 20188 that the display device showed a low transmitter battery error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data log review. The probable cause for transmitter failure could not be determined. No additional patient or event information is available.